Event description:
A customer reported to baxter (B)(4) a mirafilter IV / extension set in which a leak was observed at an unknown location. It is unknown when or in which care area this event occurred. A patient was involved, but there was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.